Manufacturer narrative:
The previously submitted MDR inadvertently provided an incorrect event date. The previously submitted MDR inadvertently provided an incorrect event description. Relevant tests/laboratory data, including dates ; corrected data: the previously submitted MDR inadvertently provided incorrect relevant tests data and dates .

Event description:
During an internal review of programming and diagnostic data, it was found that the vns patient's device was tested on (B)(6) 2015 and system diagnostic results revealed high impedance (dcdc -7). The device was then disabled. The patient's device was tested again on (B)(6) 2015 and system diagnostic results continued to show high impedance. The test on the patient's device was run again on (B)(6) 2015 and it returned impedance results within normal limits with dcdc -1. The device was then turned on, on (B)(6) 2015. No patient adverse events were reported. No known surgical interventions have occurred to date.

Event description:
During an internal review of programming and diagnostic data, it was found that the vns patient's device was tested on (B)(6) 2014 and system diagnostic results revealed high impedance (dcdc -7). The patient's device was tested again on (B)(6) 2014 and system diagnostic results continued to show high impedance. The test on the patient's device was run again on (B)(6) 2014 and it returned impedance results within normal limits with dcdc -7. No patient adverse events were reported. No known surgical interventions have occurred to date.